Event description:
On february 28, 2007, the lay user/patient contacted lifescan alleging that a one touch ultra meter was displaying a "hi.t" message. The patient claimed, that she had been unable to test her blood glucose for an unknown period of time due to the meter continuously displaying a "hi.t" message. On an unspecified date, the patient reportedly developed symptoms of feeling "shaky and light-headed." The patient also said, that she was "awful dry" and "eating candy." The patient mentioned that a "couple of weeks ago," she went to a hospital for an unspecified reason. Her blood glucose was tested on an unidentified device in the hospital and a result of "55 mg/dl" was obtained. The patient was treated with orange juice and ginger ale. The pt mentioned that she had been storing her test strips in a cabinet below her microwave oven. She indicated that there was a possibility that the test strips could have been in an area that was outside the acceptable temperature range for the storage of the test strips. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: when the meter issue started, when the symptoms started, the patient's testing frequency, and her medication regimen. In addition, it would have been helpful to know if the patient was following the regimen during the time of concern, and if the patient was able to perform a control solution test with the reported products. Although the sequence of events is not known, this complaint is being reported due to the following conclusion: the patient alleged that she could not test with the meter for an unknown period of time because of the "hi.t" message. She developed symptoms, sought medical attention, received a result of "55 mg/dl" in a hospital and received medical treatment for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.